Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple or approximately half of all ophthalmic knives used left particulate matter within the corneal main and paracentesis incisions during separate surgeries. There was no report of any patient harm. Additional information has been requested.